Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were continuing, intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer provided information on one occasion when the cgm reading was below 55 mg/dl, and the meter bg reading was in the 110 mg/dl range. No additional patient or event information was available. A root cause could not be determined. Replacement sensors were sent to the customer.